Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date 6/2021).

Event description:
It was reported that during preparation for the biopsy procedure the first slide of the device was unable to be primed. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was performed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one maxcore biopsy needle was returned for evaluation. During functional testing the cannula self-activated after being primed. An x-ray was performed and the cannula tangs were not fully engaged with the device housing. Upon disassembly it was noted that the left bumper was bent within the device housing. Therefore, the investigation is confirmed for the identified cannula self-activation. However, the complaint will remain inconclusive for the alleged cannula priming issue as no priming issue was identified and functional testing could not be completed. The bent bumper may have contributed to the reported and identified issues. However, the definitive root cause could not be determined based upon the available information. It is unknown if procedural issues contributed to the reported event. Labeling review:the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: d4 (expiry date 6/2021.

Event description:
It was reported that during preparation for the biopsy procedure the first slide of the device was unable to be primed. There was no patient contact.